Event description:
During clinical use, the device was reported to have made a banging sound, and there was evidence of burning on the mains cable. From the reported information, there are no indications of harm to the pt or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.